Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. Our field service engineer (fse) investigated the ventilator on site and found that the nozzle unit for the air gas module was defective. Fse solved the issue by replacing the nozzle unit. The ventilator passed all tests performed and was cleared for use after the replacement. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).